Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt was leaving the clinic following a refill, she "turned blue" and "slumped over" in her wheelchair. It was unk if the procedure caused the problem. At the time of the call the pt was home, doing well, and seemed to be "95%" back to normal. The correct concentration, drug and dose were programmed and the correct programming was used. The pump was used to deliver fentanyl and bupivicaine. Additional info has been requested. A f/u report will be sent if additional info becomes available.